Manufacturer narrative:
Multiple requests were sent to ask for the device to be returned for evaluation, but the device was not returned. A correlation between the device and the reported patient outcome could not be conclusively determined. Stroke, bleeding, local infection, and death are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted to the hospital due to a fever along with visible drainage from the sternal wound. Following surgical wound debridement, the patient was unable to arouse from the anesthesia. It was determined that the patient had a hemorrhagic stroke. A craniotomy was performed to evacuate the clot, but the patient remained unresponsive. The patient remains hospitalized. The vad was reportedly functioning as expected.

Manufacturer narrative:
It was reported that the pump was explanted. The device is expected to be returned for evaluation, but has not yet been received.

Event description:
Additional information: it was reported that the patient's neurological status was not expected to improve following the stroke. Lvad support was withdrawn and the patient expired.